Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for the replacement of the right ventricular lead due to suspected micro-dislodgement. The lead was observed to have poor sensing and no capture. The lead was explanted and replaced. There were no adverse patient effects reported. The patient was stable.

Manufacturer narrative:
Correction/ additional information: b5 and h6.

Event description:
It was reported that the patient presented for the replacement of the right ventricular lead due to suspected micro-dislodgement. The lead was observed to have over-sensing and no capture. The lead was explanted and replaced. There were no adverse patient effects reported. The patient was stable.